Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that this patient had developed an infection at the suprasternal notch. The physician has scheduled the patient for system explant. Boston scientific received information from the local representative who confirmed that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The device and electrode were explanted without incident. There was no evidence of infection at the pocket site. The infection was isolated only at the suprasternal notch. However, cultures from all 3-incisions were negative. The explanted products were kept by the hospital.